Manufacturer narrative:
Packaging received for investigation. Visual inspection performed on (B)(6) 2018 by washing and packaging manager: the packaging is scratched. It was concluded that the damage evidently occurred due to forces experienced during transportation. This was indicated to be correlated to the combination of the packaging configuration applied and the shorter stems length as they allow more degrees of freedom for movement within the package.

Manufacturer narrative:
Batch review performed on 19 december 2017. Lot 154899: (B)(4) items manufactured and released on 03 mar 2016. Expiration date: 2021-02-16 no anomalies found related to the problem. To date, (B)(4) item of the same lot have been already sold. Minimax cementless anatomical stem left size 2 reference 01.13.102l (k170845) lot 135068: (B)(4) items manufactured and released on 11 dec 2013. Expiration date: 2018-10-31 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During surgery surgeon opened a first packaging and found the stem not in place and the broken blister. The surgeon opened a second packaging and he found that the stem was not in the correct position and he found scratches on the blister. The surgeon used the second stem available in the room since he did not have other back-up. Surgery completed successfully.